Event description:
Pt had a PICC line placed to the left antecubital. It was noted that the proximal part of the line was broken off with about 3 inches left intact at the dressing site. The PICC was clamped and the rest was removed without difficulty.